Manufacturer narrative:
09/01/2017 (B)(4): the product was returned with the membrane completely unfolded and blood found on the exterior of the membrane with the one-way valve attached. The step dilator and sheath dilator assembly were also returned. No blood was visible inside the iab catheter. The one-way valve was vacuum tested and it held vacuum. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) it was unable to be inserted. A new iab was inserted successfully. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab) it was unable to be inserted. A new iab was inserted successfully. There was no injury or harm to the patient.